Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic autocapture test, the test was aborted when the pacemaker received an error message for an anomaly detected. However, there were no abnormalities with any measurement and operation. No intervention was suggested. No adverse consequences to the patient were reported.